Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was cracked and the air detector was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The dso and air detector were replaced to fix the issue.

Event description:
It was reported that the pump air detector was chipped in valley. Device evaluation revealed a cracked downstream occlusion seal. There was no patient involvement.